Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. The reporter stated that this issue was identified two to three months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the keypad buttons were responsive button presses. There was evidence of contamination found under the key contacts.